Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), vitamin d deficiency ("lack of vitamin d"), anaemia ("anaemis"), arthralgia ("joint pain") and headache ("strong headaches"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, vitamin d deficiency, anaemia, arthralgia and headache outcome was unknown. The reporter considered anaemia, arthralgia, genital haemorrhage, headache, hypersensitivity, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleedng"), vitamin d deficiency ("lack of vitamin d"), anaemia ("anaemis"), arthralgia ("joint pain") and headache ("strong headaches"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, vitamin d deficiency, anaemia, arthralgia and headache outcome was unknown. The reporter considered anaemia, arthralgia, genital haemorrhage, headache, hypersensitivity, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2021: the case will be deleted from bayer pv database. Nullification reason:duplicate case is identified with fu information from case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.